Manufacturer narrative:
This MDR should be considered cancelled. Additional information was received that no results were provided by the instrument.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system false negative results were obtained by the laboratory personnel. A manual reading was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " tsa tests released by mgit with 3 days."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system false negative results were obtained by the laboratory personnel. A manual reading was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " tsa tests released by mgit with 3 days."